Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. However, the returned device indicated foreign material on set screw. The returned device found a set screw with a rounded socket.

Event description:
It was reported that the atrial lead had high impedance. The patient was brought back into surgery. The atrial lead came out of the device without loosening the set screw. The physician was then unable to get the setscrew to secure the lead in the header. The device was removed and the lead was connected to a new device. The lead was tested and found to be in proper working order. The lead remains in use with the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.